Event description:
Vo in jawline [vascular occlusion] . Rha 4 in gonial angle and prejowl sulcus/ jawline [off label use]. Case narrative: united states report received from a health care professional via company representative on (B)(6) 2024, and refers to the caucasian, female patient of unknown age who has received rha 4 on (B)(6) 2024 for an unknown indication. The patient's medical history was not provided. Concomitant medications and food supplements were not provided. (B)(4) syringe of rha4 was applied on gonial angle (0.2 unknown units on each side), prejowl sulcus (0.2 unknown units), nasolabial fold (0.2 unknown units) and jawline via needle technique. It was not reported if cannula was used for the administration. On (B)(6) 2024, the patient experienced vascular occlusion in the jawline. The patient received treatment with multiple rounds of hylenex (hyaluronidase): (B)(4) vials were administered on the first day and (B)(4) vials on the next day, along with aspirin and warm compresses. It was unknown whether the patient underwent any laboratory or diagnostic tests. The intensity of the event vascular occlusion was not reported. At the time of this report, the outcome of the event vascular occlusion was considered as resolved (in (B)(4) 2024). It was unknown if the product was available for return. Health effect: clinical code: e2328, obstruction/occlusion health effect - device code: a2304 off-label use. No additional information was available at the time of this report. Company comment: the causal relationship between rha4 and reported vascular occlusion in jawline is assessed as possible taking into account the response to hyaluronidase since the event was considered resolved following hyaluronidase treatment. No medical history or concomitant medications were reported precluding a comprehensive assessment. The company will continue monitoring the benefit-risk profile for the product.